Event description:
The surgeon reported via fax that the pt underwent a surgical procedure of resection of the right proximal tibia due to osteosarcoma on (B)(6) 2010. On (B)(6) 2011 the pt underwent an unanticipated revision surgery due to aseptic loosening of the prosthesis.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.